Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 8627-2477, lot # unk, description: 36 +5 biolox head. Cat # 6021-4535, lot # 17623303, description: 4.5 accolade stem. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "surgeon commented that hip was infected. Surgeon removed cup and stem with ease."